Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies. Device unable to verify critical pump error, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error with the open book image. The customer stated that the insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.